Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, fluoroscopy was performed and the right ventricular lead exhibited an insulation break with an externalized conductor. The lead was capped and replaced on (B)(6) 2018. The patient was stable.